Event description:
It was reported that during equipment inspection conducted at the user facility that the switch between "run" and "safe" was loose. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document device evaluation results. The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. As a result of this, no device evaluation was able to be performed. The device was not received by the manufacturer for evaluation.

Event description:
It was reported that during equipment inspection conducted at the user facility that the switch between "run" and "safe" was loose. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.